Event description:
Reportedly, the pt has been treated with an external shock. The pacemaker involved in this MDR report could have been then interrogated but lead impedance was >3000 ohms in atrial and ventricular channels and no pacing / sensing was visible. Therefore the physician suspected internal discontinuity in the device due to the external shock.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.